Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿material sensitivity reactions.¿ and ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ and ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 2 of 5 mdrs filed for the same patient (reference 1825034-2012-01659 & 2013-05212/05215).

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2004. Legal counsel for patient further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, tissue necrosis, and alval. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in patient's medical records indicate that the revision procedure that took place on (B)(6) 2012 was due to pain and alval. Revision operative report dated (B)(6) 2012 noted the presence of edematous clear fluid, cottage cheese-like white necrotic tissue, trunnion fretting, metal debris, metallosis, adverse local osteolysis, and adverse local tissue reaction. The modular head was removed and replaced. Patient's medical records indicate that a further revision procedure took place on (B)(6) 2012 due to chronic dislocations. Revision operative report dated (B)(6) 2012 noted the presence of clear fluid. The acetabular cup, modular head and active articulation liner were removed and replaced.